Event description:
It was reported that during a gastrectomy, the device delivered an incomplete staple line. Additional sutures were used to complete the procedure. There was no adverse consequence to the patient.